Manufacturer narrative:
Additional information. Device evaluation: the reported driveline communication fault and communication fault events were confirmed through the evaluation of the submitted system controller log file data. Moreover, the communication fault was reproduced during the investigation of the returned lvad. The submitted controller event and periodic log files cumulatively contained data from 31mar2019 ¿ 11apr2019 and showed that driveline communication fault and loss of lvad comm (communication fault) events associated with simultaneous com a and com b fault flags were captured throughout the entire log file data, which were associated with actual motor speed, calculated average flow, and calculated average pi being displayed as 0 in the logs. Motor power remained stable throughout the log file data. (B)(4) was returned assembled with the pump cable severed approximately 11 inches from the pump housing. The modular cable and the severed portion of the pump cable were not returned. Upon disassembly of the returned device, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. A communication fault was immediately reproduced on the system monitor when the pump was connected to a test power module. Only the power reading was visible on the display with pump flow, speed, and pi parameters displayed as dashes. The pump header appeared unremarkable and no issues were noted with the underlying electrical contacts. However, electrical continuity testing of the wires extending from the pump housing revealed an electrical short between the green wire (com a) and the ground (gnd) lines as well as an electrical short between the yellow wire (com b) and the ground lines. The electrical shorts measured between the communication and ground lines could have contributed to the reported communication fault events. Based on previous complaint experience, a communication fault that is unable to be resolved with a system controller and/or modular cable exchange has been linked to dendrite growth within the pump between the communication and ground lines resulting in an electrical short. A CAPA was opened to further investigate driveline communication fault events and a corrective action has been implemented. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's known driveline communication b fault (first reported in catsweb complaint (B)(4)) has matured into communication a and communication b faults (dual faults first reported in (B)(4)). The patient had a routine clinic visit, during which it was re-confirmed that both comm a and comm b are effected, which interferes with flow, pi and speed readings. Power values were visible. No other unusual event were reported and the patient had no adverse consequences reported. No additional information was reported.

Manufacturer narrative:
It was initially reported that the device was not returning for evaluation. The device was subsequently received after receiving notification it would be returned.

Event description:
Additional information: it was reported that the patient had a heart transplant on (B)(6) 2019. The driveline and pump will be sent back for investigation. This patient had a previously reported ongoing driveline communication fault. The patient was upgraded on the heart transplant list due to device malfunction of the continuing driveline double communication fault. It was reported there were no recent changes in patient¿s symptoms or no adverse consequences to the hm3 device. It was first reported that the pump was accidentally discarded but later corrected that the pump was found and would be returned as intended. No additional information was reported.